Event description:
The company was informed that the patient is reportedly experiencing no response with stimulation. Programming adjustments have been attempted, however this has not resolved the issue. Revision surgery has been scheduled; however, the surgeon wants to remove the device from the implanted ear and implant on the opposite side ear despite strong encouragement that this is not approved or recommended.